Event description:
It has been reported to philips that exposure was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. The remote service engineer (rse) has communicated with the customer and confirmed that the exposure was not possible. Upon functional analysis performed by rse it was identified as a database problem. Rse did database test and repair and after resetting the data the system was returned to good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.